Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the common iliac. The stent was successfully deployed. During removal of the delivery system the distal tip caught on calcium. Force was used to pull back the delivery system and tip separated from delivery system. The physician used several balloons and a snare in an attempt to retrieve the tip. All attempts were unsuccessful and the tip remains in the profunda. There was no patient injury and no clinical sequelae were reported. Image review: a photo of the device provide by the account appears to show the device post tip detachment. Still images show the distal tip in the artery below the knee and in the profunda artery.

Event description:
Device evaluation: the distal tip, proximal and distal inner member markers had detached. There was residue, possibly glue evident on the inner member immediately proximal to the detachment site. There was no further damage evident to the returned device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): evaluation results - patients condition affected effectiveness of device (tip got caught on calcium). Conclusion results - device failure/lack of effectiveness related to patient condition (tip got caught on calcium).